Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On august 18, 2006, the lay user/patient contacted lifescan (lfs) alleging the one touch profile meter was giving inaccurately low readings. The medical affairs specialist (mas) contacted the patient to obtain and verify information; however was unable to reach him by telephone. On august 21, 2006, the mas mailed a letter requesting the patient contact medical affairs. The mas reviewed the recorded telephone call. In 2006, the patient obtained the blood glucose reading of 92 mg/dl and 94 mg/dl on the reported meter. After these readings, the patient experienced the symptom of nausea. At 1:00 pm on that day, the patient was admitted to the hospital due to hyperglycemia. His admitting blood glucose level was tested to be 390 mg/dl. The patient was treated with insulin injections. The patient was discharged from the hospital two days later. On an unspecified date, the patient obtained a fasting blood glucose reading of 93 mg/dl on the reported meter. Within 30 minutes, a blood glucose reading of 392 mg/dl was obtained while the patient visited his physician during a routine checkup visit. It would have been helpful to determine if emergency services were contacted on the day of the event, the patient's expected blood glucose levels, his medication regimen, if the patient adjusted his medication doses based on meter readings, and what meals and medications had been taken prior to the event. The customer care advocate (cca) determined during the troubleshooting telephone call, the patient's testing technique was correct, the test strips were within expiration dating and in good condition, and the meter was programmed for the correct unit of measure and calibration code number. No quality control testing was performed during the call, as the patient did not have control solution or a checkstrip. The meter, test strips and control solution were replaced. While having symptoms, the patient obtained normal blood glucose readings on the reported meter; he later visited healthcare professionals and was found to be hyperglycemic and received treatment. Therefore, this complaint is being reported as an adverse event.